Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device tissue pad fell off; no piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.